Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 128 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found insulin was able to exit with a manual prime, but the insulin pump alarmed no delivery. It was also found the customer's insulin pump did not alarm no delivery with a new infusion set and reservoir. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir or infusion set may be occluded. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.